Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). The (B)(4) lead is part of the advisory for this model.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the lead could not be used due to the patient's anatomy. The right ventricular lead was opened for implant on the right side but the decision was made to implant on the left side. Both leads were not implanted and replaced with new leads. No patient complications have been reported as a result of this event.